Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as non-compliance with sterile technique. The peritonitis was reported to be manifested by abdominal pain and vomiting. The patient was seen in the emergency room and later discharged. The patient was treated with vancomycin intraperitoneally for two weeks (dose not reported) and with cipro orally (dosage and frequency not reported) for the event. At the time of this report, the patient had recovered from the peritonitis. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.